Event description:
It was reported to ge that the database intergrity was compromised and the "pacs" brought down when the information storage unit was remotely halted by hacking. The hacking was detected and terminated before any records were deleted or modified. System returned to service.